Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The moderately calcified lesion was located in an unspecified vessel. The sterling balloon dilatation catheter ruptured on the first inflation at 6 atms. The duration of the inflation is unknown. The balloon was withdrawn and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient's status is listed as 'good'.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The moderately calcified lesion was located in an unspecified vessel. The sterling balloon dilatation catheter ruptured on the first inflation at 6 atms. The duration of the inflation is unknown. The balloon was withdrawn and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a pinhole in the balloon wall located 1.5 centimeters proximally the distal edge of the distal markerband. There was no other irregularities in the balloon material which would have contributed to the formation of the pinhole; no other issues were noted with the balloon material or with the ro markers that could have contributed to the rupture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).